Event description:
As reported, during an laparoscopic procedure, the optifix straight fixation device was used to fixate the 3dmax light mesh. It was reported that the after the successful fixation of first fastener, device deployed a broken fastener and was removed from the patient body. It was reported that the device jammed and could not able to deploy the third fastener and the tip of the device noted to be bent. It was also reported that another optifix straight fixation device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight fixation device deployed broken fastener and the tip of the device was bent. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The precaution section of the instructions for use (IFU) supplied with the device, states that "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." And it also states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds the significantly bent guide wire and backup tabs. The reported deployment issues are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Updated fields: b4, d4 (medical device lot # and medical device expiration date), d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, optifix straight fixation device deployed broken fastener and the tip of the device was bent. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The precaution section of the instructions for use (IFU) supplied with the device, states that "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." And it also states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an laparoscopic procedure, the optifix straight fixation device was used to fixate the 3dmax light mesh. It was reported that the after the successful fixation of first fastener, device deployed a broken fastener and was removed from the patient body. It was reported that the device jammed and could not able to deploy the third fastener and the tip of the device noted to be bent. It was also reported that another optifix straight fixation device was used to complete the procedure. There was no reported patient injury.